Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #:(B)(6), UDI#: (B)(4) b3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported having issues with recharging the implanted neurostimulator. Patient stated that sometimes they would be able to charge to excellent, but then it would stop charging and they would have to reset the controller to get it to start charging again. Patient stated that they will have the controller charged to 100%, and they will have to plug the controller into the ac power supply to let it charge again in order to finish a full charge of their implant. Patient also mentioned their stimulation will shut off at times, as they are not able to charge their implant to a high percentage. Had patient reset controller during the call. Patient did not see any visible damage to the equipment. Patient was able to start a recharging session on the call with excellent quality, however after a few minutes the controller went back to looking for device. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt called back on (B)(6) 2024 saying they got the replacement recharger, but was still having issues. Pt said they plugged in recharger today and the controller kept flashing and dying while plugged in. Pt had to reset controller twice to get controller to turn back on, but then controller went dark again when they tried to charge the implant. Pt unplugged recharger during the call and reported the screen turned back on when they did that. Sent replacement controller request to repair. Pt called back on (B)(6) 2024 and stated that they are using their new controller and new rtm cord but they are having the same issue where they will plug the new rtm cord into the new controller and the controller screen will flash and go blank / unresponsive. Pt stated the new rtm cord is doing that to their old controller as well. Sending a request for a controller and rtm cord. Patient called in on (B)(6) 2024 stating they just received their replacement recharger and controller this morning, and when they went to charge their implant, they stated that they see a message stating recharging not available. Agent verified patient was using brand new equipment. Patient stated they see two batteries in their controller, and agent confirmed patient was using aa batteries instead of li battery pack. Agent had patient put li battery pack into new controller and to attempt to start a charge session. Patient stated they keep seeing the reposition the recharger message, and then the controller screen showed checking the recharger, but above the controller screen, there was a solid orange light. Patient was adamant that the paddle was directly over their implant. Attempted to redirect patient to physician to have implant checked, but patient was adamant their old equipment would work. Patient kept looping in their old equipment and became very confused. Patient was able to start charging excellent using their very fist controller and recharger pair. On the call patients controller would fluctuate to poor recharge quality and then back up to good and excellent. Explained to patient that any additional equipment cannot be sent until it is sorted out what works and what does not. An email was sent to local manufacturer reps to meet with the patient in person for further assistance. Pt called back and inquired if they could hold onto the external equipment (one of each) they knew were functional together and said they'd return the rest. Reviewed information with pt and understood they'd be keeping old recharger with new controller, and will ship allother pieces back. Pt had difficulty explaining which component, as they had been sent so many.